Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that they could not go through the verification screen because the buttons were not working. It was reported that the up, down and ok buttons were under responsive to user presses. The reported denied any damage or moisture ingress. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: on examination, the keypad cover was intact and without damage. There was no damage, defect or contamination of the underlying button contacts. Keypad button response was not able to be tested due to another unrelated pump issue. The pump was received in a condition that made investigation of the alleged keypad response issue impossible.